Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected low battery alarm during testing noted. The device had intermittent button response due to corroded keypad traces. The device also had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't responding properly. The device had alerted low battery, he changed the battery, and it didn't load how it normally does. Now it has a filled circle and it started alarming, customer was low and his device was suspending. Customer's blood glucose was 161 mg/dl. Customer would push the buttons to clear the alarm and the device wouldn't respond. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.